Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that noise was noted on this right ventricular (rv) lead resulting oversensing, loss of capture and in turn asystole for greater than two seconds. The patient was pacemaker dependent but asymptomatic. The noise was reproduced with maneuvers. All other measurements were stable. The patient was hospitalized to add a new rv lead. No adverse patient effects were reported. Additional information noted that a system revisions took place, and the system was replaced. The rv lead remained in situ. No additional adverse patient effects were reported.